Manufacturer narrative:
The results of the investigation are inconclusive since the reported guide wire was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the right coronary artery and multiple attempts were required to pass through the lesion with the guide wire. The lesion was treated with the oad using two passes on low speed. The device was removed from the patient in order to reposition the guide wire, and a dissection was noted. Balloon angioplasty and stent placement were performed to resolve the dissection and the patient was stable following the procedure.